Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they had issues in charging their implant. Patient shared that they had been trying to charge the implanted neurostimulator, but the controller would come and go and within no time system problem rm03 would appear. Patient said that the message would appear every now and then, but it had been appearing more lately. Patient confirmed that the paddle got warmer than usual recently. During the call, patient reset the controller. Agent reviewed meaning of system problem message. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.